Event description:
It was reported that upon interrogation, a variation of increased impedance measurements were observed. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.